Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Silver metal part at the top of the brush came out, brush falls off the shaft of the brush head into pieces, pin was remove and fall off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b vitality series toothbrush, the silver metal part at the top of the oral-b brushheads, version unknown came out and the brush fell off the shaft of the brush head into pieces. This occurred with four brush heads during the first use. No symptoms developed. 30-oct-2015 received follow-up: the consumer reported using 3 oral-b precision clean brushheads and 1 oral-b triumph floss action brushhead. The consumer stated the pin was removed, and fell off in the mouth for all 4 brush heads. No symptoms developed.